Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at an unspecified time overnight the patient reported having a hypoglycemic event further stating he did not receive any low glucose alerts from his dexcom mobile app because he later suspected it had failed overnight. It was also reported the patient¿s mother did not receive any alerts on her follow app, which would be expected with a wearable failure. While asleep, the patient began sweating heavily. His mother found him and tried to wake him up but he was unresponsive. She then called 911. Once ems arrived, the patient¿s bg meter reading was 24 mg/dl. He was treated with a ¿glucose injection¿ and transported to the ER. At the ER, the patient regained consciousness. Another bg meter reading was taken but the value could not be recalled. The patient was given a multigrain bar to eat and was monitored for a few hours. The patient was discharged around 5am the following morning (less than 24 hours) with a bg meter reading of 281 mg/dl. The patient was ¿fine¿ at the time of report. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be very low count aberration. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.